Event description:
Becton, dickinson and company bd customer service (B)(4). Product: bd integra syringe with retracting bd precisionglide needle (3ml 25g x 1). (B)(4). Expiration date: 2013/06. ID: (B)(4). Malfunction: this syringe was supplied by (B)(6) in (B)(6) to use with prescribed injection of testosterone. While administering medication, there was a product failure with the syringe. As the plunger was pushed to inject medication, the medication was dispersed up through the plunger and into the barrel, instead of passing through the needle into the pt's muscle. It was discovered that the medication had moved through the plunger's opening and into the hollow barrel. After the syringe was withdrawn from the pt, the safety mechanism was activated retracting the needle. The syringe was then turned at a different angle spilling approximately all of the 1.5 cc dose. Intervention: a new bd luer-lokz syringe was obtained and another 1.5 cc withdrawn from the multi-use vial of testosterone. The medication was then administered to the pt im as prescribed. Evaluation: the bd integra syringe has a design flaw due to "safety features." The hollow barrel and compromised plunger resulted in several unsatisfactory consequences. The pt had to endure a second needle stick in order to receive his prescribed medication. A whole dose of the controlled substance was wasted. Additionally, since the needle is designed to retract into the barrel, the plunger is compromised by default. The luer-lok syringe and needle are much safer for medication administration. Reason for use: low testerone level in blood work.